Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer was receiving no delivery alarms during bolus deliveries. The customer stated they had attempted to change the reservoir and infusion set, but the issue was recurring. Customer's blood glucose was 103 mg/dl. Troubleshooting found insulin was not able to exit during a fixed prime. However, insulin was able to exit during a manual prime. Customer was advised their insulin pump was working as designed. Customer was advised the alarm may be caused by a reservoir/infusion set occlusion. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.